Event description:
On (B)(6) 2025, patient # (B)(6) underwent removal surgery. The patient presented to the clinic with an audible and palpable "clicking" sound and mild discomfort when bending over. Surgeon revised the apifix to a selective thoracic fusion with the op response system. Upon the explant procedure, expected tissue discoloration was observed. The apifix implant was easily removed and was fully intact. Initial inspection at the field revealed approximately a 1/2 cm of ratcheting (minor) rod still in the major tube. All screws were intact with no sign of loosening or deformity. The two cephalad screws were retained and incorporated into the fusion construct. There was evidence of minor posterior auto fusion along the transverse processes, where the implant was lying during its implantation period. The family requested the revision due to the clicking sound, and they, as well as dr. Neal, were very pleased that we were able to extend her flexibility/non-fusion status till she reached skeletal maturity.